Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "low"; although a specific value was not provided. Cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.